Event description:
It was reported that the patient had lost stimulation coverage in the lower back and the device had been turning off and on. It was noted that the patient also had issues with the ipg discharge. Database analysis was performed and the battery discharge revealed no anomalies. The charge profile showed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The impedance measurements revealed a high value on one contact of port ab. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively and had better coverage of the pain areas. The explanted ipg was not returned.